Event description:
It was reported that there was an alert on this implantable cardioverter defibrillator (ICD) system for low right ventricular (rv) lead pacing impedance out of range. It was also noted that both the rv and right atrial (ra) lead pacing impedance values had been trending downward. Technical services (ts) analyzed device episode data and found that the rv pacing impedances had measures less than 200 ohms. The rv lead capture threshold had risen from 1.0v to 1.6v. It was noted that this patient was not dependent on pacing. Ts recommended further monitoring. No adverse patient effects were reported. Currently, this ICD system remains in service.